Event description:
The customer reported to customer service that when she went to unplug the transformer; it completely fell apart. She also stated that the internal parts are exposed, which is a safety risk. The customer also reported no injury.

Manufacturer narrative:
A replacement transformer was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Attempts to retrieve the product are ongoing. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Should additional information or the original product be received, resulting in a new, changed, or corrected information, a follow up report will be filed at that time.